Event description:
Patient developed v-fib arrest. Attempted to defibrillate with the paddles and the defibrillator charged but did not shock. Attempted 3 times. Another defibrillator was obtained and the patient was treated appropriately. Equipment was taken by bio-med. Their report is "a cable was damaged and we are thinking that this may have caused the issue reported. We have since corrected the issue."